Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure where the ipg was moved to a new gluteal pocket, where it remains implanted. There were no reported patient issues postoperatively.